Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of positioning failure was not confirmed. Visual inspection found no anomaly on the helix. Further analysis performed found no anomalies with the device operating within normal range. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During implant, the lp had an unstable fixation. The lp was removed and replaced without issue. The patient was stable. Further information was requested but not yet received.

Event description:
New information received indicated the replacement leadless pacemaker was implanted on (B)(6) 2023. No replacement was implanted during the initial implant procedure.